Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information received: the target tissue was cut, and re-anastomosis was performed. The deployed staples were not formed properly. The procedure was not converted to an open procedure. The procedure was extended 1 and half hours. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.